Manufacturer narrative:
Device was received with a blank display due to missing battery tube spring. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify pump error 4 and pump error 63 due to blank display. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had the motor arm cannot communicate with the main arm alarm and hardware low level failures. The customer¿s blood glucose was 245 mg/dl. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer report that they did self test but it was failed. Customer states that the battery compartment was crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.